Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing impedance at >3000 ohms. The lead was capped and replaced successfully. The patient¿s condition was stable. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)"